Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were removed/broken on bottom case and plunger assembly. Device was chipped out on lower left front corner of top case also cracked on right plunger case and bottom case. Unable go into error history log (ehl) or download the ehl due to power up problem. Unable to power on pump with or without ac power. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was corrosion that was found on interconnect board and main board due to fluid ingression. Actions/repairs were done to correct the reported issue: replaced interconnect board and main board. Performed preventative maintenance and all functional testing.

Event description:
It was reported that there was an issue with top case, bottom case and clutch. No patient injury was reported.